Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: was product used on patient? No. Please provide procedure name and date? Hernia procedure. Are there any photos for visual analysis? Attached. The product and photo upon which this medwatch is based have been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date in 2022 and the mesh was used. It was reported that the packaging was open. It was also reported that the product was not used on the patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 04/08/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. H3 evaluation: a photo was submitted for evaluation. During the visual analysis the following was observed: the photo shows the original packaging damaged in one section, it cannot be confirmed if the sterility is compromised. No conclusion or root cause could be determined from the photo analysis. An empty opened foil packet of product code was received for evaluation. The foil packet was examined to detect any issue and no defects were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.